Manufacturer narrative:
The device was returned inside product packaging and shelf carton. There was slight damage noted to the shelf carton. The first 15 distal stent segments were exposed and expanded distal to the retractable sheath tip. Visual inspection confirmed the red safety clip was present on the returned device. Review of the blue slider/front grip gap confirmed that the current position of this section of the handle was not sufficiently proximal to facilitate the partial deployment of the stent. Review of the inner member confirmed that no detachment had occurred which could have resulted in the stent deployment. A protective sheath with dimensions similar to that used during the manufacture of this batch could not be placed back over the returned stent due to the exposed distal struts. The catheter patency was verified with a 0.035 inch guidewire. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a complete se stent to treat a moderately calcified and slightly tortuous mid sfa lesion with plaque. No embolic protection. Damage was noted to device packaging. No issues noted when removing the device from the hoop/tray. The device was prepped as per IFU with no issues noted. During the procedure, the device did not cross a previously implanted stent. No resistance was encountered during delivery and no excessive force used. It was reported that deployment issues were encountered and the stent partially deployed. The exposed stent was not noticed prior to removal of the device from the tray. The handle was not damaged. The screw was checked and the lock was not removed. The physician implanted another stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.